Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the device alarmed due to pressure sensors failure. The customer reported the unit was not in use on patient; therefore, there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported there were codes in the device diagnostic history which indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Pse advised the biomedical engineer evaluate the data acquisition pcb to motor controller pcb cable for the reported problem. The biomedical engineer reported the cable was not fully seated at the data acquisition board. The biomedical engineer reported the cable was reseated to correct the finding. Pse advised the customer evaluate the data acquisition pcb and data acquisition pcb to motor controller pcb cable for replacement. The biomedical engineer reported the data acquisition pcb board and autozero solenoid valve were replaced to correct the reported problem.